Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed an error during the basic occlusion test and the prime test as a result of a loose drive support disk.

Event description:
The customer reported that the insulin pump alarmed motor error during bolus more than once. Troubleshooting was performed. The device was not exposed to an MRI. The blood glucose reading was 142mg/dl. No further information was provided.